Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon positioning/placement problem occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex (lcx) artery. An 8mm x 4.00mm nc quantum apex¿ balloon catheter was selected for use to pre-dilate the lesion. However, due to the heavy calcification and the angulation of the target vessel, the physician could not dilate the lesion with the balloon secondary to "watermelon seeding effect". After several attempts of dilating the lesion, the physician gave up the procedure and sent the patient for coronary artery bypass graft (CABG). No patient complications were reported and the patient's status was good.